Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation. Additionally it was found that the device was leaking from the bending section cover. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofibervideoscope displayed no image. The issue was found during installation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.